Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no act button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.